Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control by a 3rd party service agent that the customer's device had displayed a premature low-battery indicator as well as a service wrench. Upon evaluation of the device, the service agent observed that the internal hybrid layer capacitor (hlc) batteries were at zero (0), which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.